Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows a hair inside the packaging which verified the reported issue. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, globes, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. A device history record review was completed for batch/lot 0062670 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. An awareness training was performed to inform the associated related in the manufacturing and packaging of 3 ml product about this customer complaint. No further actions will be taken.

Event description:
It was reported a hair was located inside the pouch. Per supplier ncr: 2 pieces of material u-45703-005 batch 13p21a0534 were found with a hair inside the pouch.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported a hair was located inside the pouch. Per supplier ncr: 2 pieces of material u-45703-005 batch 13p21a0534 were found with a hair inside the pouch.